Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that although the pt was still receiving stimulation, the ipg was no longer responding to the magnet. Reprogramming efforts and attempts at using a different magnet were unsuccessful at resolving the issue. Follow up on the pt found that the physician decided to explant and replace the ipg on (B)(6) 2011. No further pt complications were reported.